Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had an issue where medication was not available. A technical support specialist (tss) found in logmein (lmi) that there was no link to the cabinet. The tss walked the customer through setting a temporary remote support service (rss) connection, restarting the cabinet using the power switch, and restarting the all in one (aio) through the cubex application. The tss then found in the populate buttons screen that there were no failed drawers, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, a message on the screen stated the drawers were offline, and the users were unable to log in to the cabinet. The customer reported that no items could be issued at the moment and that they were not aware of any recent power supply issues. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.